Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the atrial lead exhibited a failure to capture and far r oversensing. Also, it was noticed that the atrial lead had been dislodged and it was confirmed by diagnostic imaging. The lead was explanted and replaced. The patient was in stable condition.